Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software would over correct for patient's blood glucose. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support unable to gather further information as customer declined a follow up.